Event description:
Emergency dept staff responded to a cardiac call, pt condition not reported. The defibrillator was used to shock the pt twice. Reportedly, after the second shock the device displayed "connect electrodes". The device operator tried unsuccessfully to clear the connect electrodes message. A back up device was obtained, staff used the same disposable defibrillation electrodes and continued pt care. The reporter states there was no adverse outcome to the pt due to the availability of a back up device. Pt outcome not reported.